Event description:
It was reported that a spectrum infusion pump was alarming system error 105. Any patient injury or involvement is unknown.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the system error 105, which was observed during power up. System error 105 was confirmed and caused by a failed motor flex. As a result, the motor has been replaced.